Event description:
It was reported that the patient developed persistent supraventricular arrhythmia on (B)(6) 2022. The relation between the product and the patient condition is considered low but can not be denied.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was reported that the patient developed persistent supraventricular arrhythmia. Although the relationship between arrhythmia and this product is reportedly low, it cannot be denied. It was noted that the patient has a history of atrial tachycardia. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for mlp-013026 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.